Manufacturer narrative:
Voluntary report was rec'd from the FDA via the us mail. The cover page for the report stated: the attached report, (B)(4), was rec'd through FDA's medwatch program. We are forwarding it to you for review since you might be unaware of this event. The report contains all the information presently available. Device evaluation: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a f/u report detailing the results of the evaluation. This information was entered into the manufacturers complaint database for tracking and reporting purposes.

Event description:
Rec'd notice from FDA regarding an incident that was reported to them on voluntary report (B)(4). The report stated - "rt answered stat call to pt's room. Rn and cna at pt's bedside. Pt cyanotic connected to vent attempted bagging pt with 100% o2, but encountered severe resistance. Ventilating pt removed inner cannula and continued to bagged pt without success. Attempted suctioning pt without any success. Pt sa02 continued to drop. Tested and inserted new tracheostomy tube, same size, portex #8, attempted bagging pt again. This time pt was easily ventilated. Sat improved, bilateral b/s noted several minutes after. Vent alarmed-indicating low exhale tidal volume. Observed tracheostomy tube/cuffed balloon deflated and was not holding air. Informed rn supervisor that the tracheostomy was defective and had to be changed. This was done 3 times and all 3 were defective and was not holding air." After receiving notice from the FDA smiths medical contacted initial reporter listed for product return. Currently the devices have not been returned nor additional information been forthcoming.